Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Though the exact sequence of events are unknown, the customer reported that on (B)(6) 2018 a result of 46 mg/dl was obtained from a sensor scan which was lower than a reading of 301 mg/dl obtained on a hcp meter within 10 minutes. Customer reported consuming sugar, and experiencing symptoms described as shaking, polydipsia, loss of consciousness, and seizing. Customer further reported that an hcp diagnosed hyperglycemia and administered insulin (dose/type unknown). There was no report of death or permanent injury associated with this event.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Though the exact sequence of events are unknown, the customer reported that on (B)(6) 2018 a result of 46 mg/dl was obtained from a sensor scan which was lower than a reading of 301 mg/dl obtained on a hcp meter within 10 minutes. Customer reported consuming sugar, and experiencing symptoms described as shaking, polydipsia, loss of consciousness, and seizing. Customer further reported that an hcp diagnosed hyperglycemia and administered insulin (dose/type unknown). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Since no product has been returned, extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore, no further investigation into the reader will be required. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.